Manufacturer narrative:
Concomitant medical products: cook q.i.d. Quantun inflation device, qid-1. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An evaluation of the photo provided by the user was performed. Based on the photo provided, we were unable to determine the exact location of the leakage and hence could not confirm the report. Without return of the complaint device, a complete evaluation cannot be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The provided photo of the device did not allow a complete investigation. A definitive cause for the reported observation could not be determined. A possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. The instructions for use include the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon". Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was defective during the procedure. It was punctured [balloon leaks].